Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature.

Event description:
Cozac, v.v., ehrensperger, m.m., gschwandtner, u., hatz, f., meyer, a., monsch, a.u., schuepbach, m., taub, e., fuhr, p. Older candidates for subthalamic deep brain stimulation in parkinson's disease have a higher incidence of psychiatric serious adverse events. Frontiers in aging neuroscience. 2016. 8:132. Doi: 10.3389/fnagi.2016.00132 summary: to investigate the incidence of serious adverse events (sae) of subthalamic deep brain stimulation (stn-dbs) in elderly patients with parkinson's disease (pd). Reported events: patient 4: a (B)(6) male patient with subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease (pd) experienced transient paranoia with aggression 10 days after implant that resulted in a prolongation of their hospitalization. It was reported that all patients were implanted bilaterally with model 3389 electrodes, but was not possible to ascertain any other specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.